Manufacturer narrative:
(B)(4).

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the locking mechanism on the companion caddy does not work anymore. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not in use by a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion caddy will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.